Event description:
It was reported that during the rv lead replacement, the atrial lead "pulled back" so it was removed for replacement. A second atrial lead was opened, but it could not be positioned so it was not used and the atrial port was plugged. No patient complications.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.